Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered for high rate non-sustained episodes and sensing integrity counter (sic). Recorded episodes showed evidence of oversensing on the marker channel. The lead was reprogrammed from tip to ring to tip to coil sensing as a result. The patient had no additional noise related episodes since that reprogramming. Lead trends showed non-physiologic variation on tip to ring impedance and high pacing impedance resulting in a pacing impedance alert. During the same time, tip to coil impedance had been stable. The rv lead remains in use. No patient complications have been reported as a result of this event.